Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Analysis summary: visual inspection of eleven unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. One day post-op, the incision had dehisced, and the patient's bowels were coming out. The patient was rushed to operating room where the surgeon believed that the suture failed at the midline of the incision. The patient doing fine and was discharged (B)(6) 2021. Additional information requested.